Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) confirmed in the download data but was unable to be duplicated during troubleshooting. As received, the monitor failed incoming functionality testing. The cause for the failure was contamination on the monitor's j1001 connector. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code.